Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 527mg/dl and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 207mg/dl and the sensor glucose was 49mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer received a change sensor alert after a calibration not accepted. Customer declined troubleshoot for high blood glucose and treated with insulin pump. Product will not be returned for analysis.